Manufacturer narrative:
Na.

Event description:
It was reported by the caller, clinical account specialist that the acuson acunav¿ ultrasound catheter was connected and the image did not display on the ultrasound system. The caller noted that the swiftlink was not recognized by the ultrasound system when it was connected to the catheter. The catheter was reseated without resolution. The catheter was replaced without resolution. The ultrasound system and catheter were both replaced with a "st jude's," and the issue was resolved. The procedure continued. The caller requested two replacement catheters. The caller stated that both catheters are not available for return. Procedure: tips the caller noted that the carto¿ 3 system was not used the caller noted that no ablation generator was used. The caller was advised to contact ge customer service regarding the ultrasound system. Documentation approved by css (B)(6).